Event description:
Additional information later received from the hcp reported the pump failure was ¿due to nursing home allowing pump to go dry!¿

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).

Event description:
A non critical low reservoir alarm was reported. The patient missed a refill and let the pump run dry since (B)(6) 2013. It was noted the patient was ¿noncompliant¿ and missed refill appointments for months. Device troubleshooting options were discussed, filling the pump with saline and doing a roller study for diagnostic concerns. As the pump was dry for so long the hcp opted to replace the pump. The patient¿s new pump was planned to be filled lioresal (2000 mcg/ml) and programmed to administer 150 mcg/day. The patient resided in a long term care facility and the care giver signed for consent of the pump replacement. Per the patient, he was supplemented with oral baclofen because his spasticity had returned. The patient¿s last refill was on (B)(6) 2012, and the pump empty reservoir alarm occurred on (B)(6) 2013. The patient was reported to be alive without injury. Additional information reported that during the case the hcp aspirated the catheter 3ml with ease and the patient doing ¿well¿.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.